Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that no cause of death was confirmed, but suspected to be due to cardiomyopathy. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.